Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a cracked top case, cracked plunger case and battery door, and the plunger tube seal was out of place. There was no evidence of the reported problem found in the device?s event history log. An occlusion test was performed as a functional test. Testing revealed that the reported problem could not be duplicated. As a preventative measure, the worm coupling and worm gear were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a motor issue. No patient injury reported.